Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, removed cartridge, inspected and confirmed o-ring and pneumatic area were clean and undamaged, cleaned pump area, reattached cartridge ensuring it was fully in place, followed on-screen steps, successfully completed load process, and resumed insulin delivery.